Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved vent inop and motor fault alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.